Event description:
A malfunction alarm was reported by the caller concerning the pump. Blood glucose level was displayed as "high," but no specific value was given, indicating a potential adverse impact. The customer planned to administer a correction injection via mdi and was advised by technical support to use mdi as backup therapy until the replacement pump arrived. Technical support sent a replacement pump with updated software and provided instructions for managing the existing pump and handling the transition upon receiving the new one.